Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is determined that front panel blinks because scope cannot be recognized due to failure of locking mechanism of scope socket and failure of scope detection slide. The event can be detected/prevented by following the instructions for use which state: a) connection of a rigid endoscope 1 inspect the light guide cable and rigid endoscope as described in the endoscope¿s instruction manuals. 2 connect the light guide cable to the rigid endoscope. 3 insert the light guide connector into the output socket on the front panel of the light source until it clicks. B) connection of a flexible endoscope 1 inspect the endoscope as described in the endoscope¿s instruction manual. 2 insert the endoscope connector or light guide connector into the output socket on the front panel of the light source until it clicks. ¿ do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. ¿ do not immerse, autoclave, or gas sterilize the light source. These methods will damage it. ¿ do not wipe the external surface with a hard or abrasive wiping material. The surface will be scratched. Clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit. ¿ if the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a front panel crack, a non-olympus lamp with 50 more hours, and faulty scope socket were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display an e300 error and the front panel lights were blinking. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.